Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly and cosmetic damage. The customer blood glucose value was unknown. The customer stated that insulin pump buttons were unresponsive sometimes. The customer also stated that reservoir compartment was cracked. The customer declined for troubleshooting. The insulin pump will not be returned for analysis.